Event description:
This report is filed for recurrent mitral regurgitation (mr), heart failure, and clip movement on the leaflet. A second mitraclip procedure was performed which is intervention to prevent injury. It was reported that one mitraclip successfully was implanted on (B)(6) 2014 in the patient with degenerative mr reducing the mr from 4 to less than 1. There were no difficulties encountered with the implantation of the clip. It is estimated that less than ten grasps were required before the clip was positioned on the leaflets. Both leaflets appeared well inserted at deployment. There were no difficulties with visualization and leaflet assessment was confirmed. There were no issues noted while performing leaflet assessment. There was no evidence of leaflet flail or prolapse, no abnormally thin or thick leaflets, no leaflet restriction, no evidence of chordal rupture, no noted challenging patient anatomy, and no history of prior cardiac surgery. On (B)(6) 2014 the patient underwent a second mitraclip procedure for recurrent mr of 3 to 4 and associated heart failure symptoms, such as shortness of breath. The index (first) clip appeared to have partially moved out of one leaflet but was well attached to the other leaflet. During this second procedure, one mitraclip was successfully implanted without issue. There was no contact between the first clip and the second clip. The mr was reduced to 2 with the second mitraclip. There was no additional information provided.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records/complaint history and information provided to abbott vascular. Potential causes for failure to adhere or bond to the leaflets/partial clip movement can include, but are not limited to, manufacturing anomalies, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique and procedural conditions (procedural circumstances influencing the ability to grasp the leaflets). As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. Review of the device history record confirmed this device passed all in-process and final inspections, including verification that the clip functioned as expected. Additionally, there were no non-conformances issued for this lot that would have contributed to the reported event, and a query of the complaint handling database revealed no other incidents reported from this lot. The user also reported no issues while functionally inspecting the cds during device prep, which is an indication that the device was functioning properly prior to use. With respect to the patient condition, procedural conditions and/or user technique, partial clip movement may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. The information provided in the case details stated that the clip appeared to have partially moved out of one leaflet, but was well attached to the other leaflet. At the time of implantation, it was confirmed that both leaflets were well inserted, and there was no challenging anatomy, difficulties with visualization and no issues with implantation of the clip. Based on the information reviewed, a definitive cause for the partial clip movement cannot be determined. There is no evidence of a product quality deficiency associated with this device. The reported patient effects of dyspnea, mr, and heart failure are known possible complications listed in the mitraclip instructions for use. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.